Manufacturer narrative:
7/24/1998: h6 - final device analysis revealed no device failure, no anomaly found. Device analysis was unable to verify the reported event despite dispensing of full pump reservoir at last programmed flow rate.

Event description:
Returned product form states"...pump not working properly. Some days it was giving enough drug. Others it wasn't." Device is in analysis as of the date of this report.